Event description:
The initial reporter alleged a discrepant non-reactive result with the hiv duo elecsys e2g 300 assay on the cobas 6000 e601 module. The initial sample, collected on (B)(6) 2021, was tested using the elecsys hiv combi pt assay on the cobas e 601 module and generated a reactive result of 24.96 coi. A new sample collected on (B)(6) 2021 was also tested using the elecsys hiv combi pt assay and generated a reactive result of 24.86 coi. The same sample from (B)(6) 2021 was re-tested on (B)(6) 2021 using the elecsys hiv combi pt assay and generated a reactive result of 24.26 coi. On (B)(6) 2021, the same sample was tested using the elecsys hiv duo assay and generated a non-reactive result with values of 0.181 coi for hiv antigen and 0.095 coi for hiv antibody. Additionally, the sample from (B)(6) 2021 was tested on the architect system and generated a non-reactive result of 0.11 s/co, while the sample from (B)(6) 2021 was also tested on the architect system and generated a non-reactive result of 0.12 s/co. No hiv confirmation testing, such as polymerase chain reaction (pcr) or western blot, was performed. The results were reported to the occupational doctor as part of an internal protocol for outgoing employee examinations.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications and provided the correct non-reactive result. The elecsys hiv combi pt assay result was identified as false reactive/false positive. A review of calibration and quality control data confirmed that all results were within expected ranges. No pre-analytical or instrument-related issues were identified. Testing of the patient sample at the investigation site corroborated the initial findings, with the elecsys hiv duo assay yielding a non-reactive result and the elecsys hiv combi pt assay yielding a false reactive result. The root cause was attributed to a patient sample-specific discrepancy..